Manufacturer narrative:
H3 other text : device was evaluated by third-party service center..

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to a third-party service center. There is no documentation of the evaluation, and the device was scrapped and replaced by a new one.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to a third-party service center. There is no documentation of the evaluation, and the device was scrapped and replaced by a new one. The FDA product code recorded on the previous report submitted was incorrect. The correct FDA product code is now updated in box d.